Manufacturer narrative:
There was no obvious source of leak on the cartridge and the box was dry. Service was not dispatched for this event. A replacement kit was sent to the customer. (B)(4).

Event description:
A customer received a synchron alkaline phosphatase (alp) reagent kit that had leaked and stained the box yellow. One of the cartridges (s/n 3mr) in the kit gave a reagent low error when loaded on the instrument. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.